Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 930815. Batch no: unknown. It was reported that verbatim: per customer ¿we have had a handful of patients that have had a bad reaction to the chloraprep with skin irritation/hives.¿